Manufacturer narrative:
(B)(4). The cause of the rupture was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate ruptured during filling. The device was being filled with tienam diluted in normal saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample was received for evaluation. A visual inspection confirmed the ruptured bladder. A microscopic inspection identified that there were markings on the exterior surface of the bladder near the rupture line. If additional relevant information is obtained, then a follow-up MDR will be submitted.